Event description:
It was reported that the patient had an infection about three months ago and the patient was given antibiotics. Refer to manufacturer report # 3004209178-2014-04116.

Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator, product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3889-33, lot# v012900, implanted: 2006-(B)(6), product type lead, product ID 3889-28, lot# v854316, implanted: 2011-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. (B)(4).